Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: whipple. According to the reporter: used with reinforcement material for the operations of pancreatic tail. Setting on the idrive, it was activated little by little. After the firing was completed and the knife blade was returned back, the string on the both upper and lower sides to fix the neoveil was not cut completely and also the jaw could not be opened. By use of surgical scissors, it was cut to complete the case with no problem and with no tissue involvement. Normal conditions of pancreas tissue was confirmed. There was no additional tissue resection or tissue damage. Nothing fell into the cavity and there was no bleeding. There was no patient harm and the patient is well.